Manufacturer narrative:
Section d4: device serial number was requested but not provided. Manufacturer's investigation conclusion the reported event of a no external power alarm was confirmed via log file analysis. A review of the log files contained data spanning approximately 9 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Starting on (B)(6) 2023 at 0:09:41, low voltage hazard and power cable disconnect alarms activated due to the mobile power unit (mpu) losing ac power. At 0:09:45, the alarms transitioned into no external power alarms. The at 0:09:46 the alarms cleared once ac power was restored. The backup battery was able to provide power to the system during the event. No other notable alarms were active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu), if the mpu had a v-lock connector on the ac power cord, if the ac power cord became loose at the wall or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu was exchanged/will be returning for evaluation; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mpu being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file were sent for review. The log file revealed a series of no external power events on (B)(6) 2023 due to the power to the mobile power unit being briefly interrupted. In addition, the log captured several low power advisories alarms due to normal battery depletion. There were no other unusual events recorded in the log file event history.